Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the failure to advance issue was determined to be patient condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device insertion was attempted via the right femoral artery in a 73 year-old female patient presenting with acute myocardial infarction and cardiogenic shock. The patient¿s medical history was notable for coronary artery disease and diabetes mellitus. The patient was intubated upon arrival to the catheterization laboratory and was receiving three high-dose vasopressors prior to the attempted initiation of support. During the procedure, the physician encountered resistance while advancing the impella catheter over the guidewire due to narrowing and calcification within the aortic arch. Multiple attempts were made to advance the device; however, advancement into the left ventricle was unsuccessful. Imaging via computed tomography was reported to demonstrate several areas of significant vascular calcification. As a result, the impella placement was aborted. Following the unsuccessful attempt, an intra-aortic balloon pump was inserted via the left femoral artery to provide hemodynamic support. The inability to advance the device is likely related to the patient¿s underlying vascular anatomy, including severe calcification and vessel narrowing.